Manufacturer narrative:
Suspect device received on 10/7/2019 device evaluation summary: during evaluation of the sample a crease was observed on the anterior view. Within the crease two tear were observed, the tear a measuring approximated 0.7 cm and the tear b 0.5 cm. No other anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient also had issue with ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 12/19/2019, indicated that the replacement devices are as follow: right replaced with cat#:3502004bc, sn#: (B)(4), and left replaced with cat#:3502004bc, sn#:(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate plus profile 350cc saline breast implant, cat#:3502350 sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 350cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement with different device catalog number 3502504bc on (B)(6) 2019.